Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away at home. The cause of death was end stage renal disease. The caller stated that the customer had heart and kidney disease that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected within 24 hours prior to passing. The customer was not using sensors. The caller stated the customer was fragile for many years and had lost the will to live after her father's passing. The customer had 5 mild heart attacks that put them in diabetic ketoacidosis. The caller declined to return the insulin pump for analysis.